Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise that was oversensed by the device. Programming changes were made. The patient was in stable condition.

Event description:
New information received indicates that the oversensing led to pacing inhibition. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead exhibited noise post-reprogramming. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition.